Manufacturer narrative:
Radiometer investigation of received data logs has identified that the incident occurred due to a software error in the driver connected to the lumiradx device (non radiometer device) which was keeping the mpi query response messages in queue. This can cause this response message fail to deliver to the device.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
According to the complaint the customer experienced a mpi (master patient index) issue with none radiometer device lumiradx on aqure (version 2.6.0.). The query on lumiradx with abnormal query success on the device with error message (on device) following query. Device software version: device:v1.21-hub:v4.2.14.

Manufacturer narrative:
There are currently no users in USA using the lumiradx connected to aqure, thus there is no risk for patient mix-up to occur in the USA. A recall (915-424) has been initiated in order to remove the affected lumiradx driver from all aqure installations in the USA in order to prevent the error to occur in the future if any aqure customers begin using aqure together with lumiradx.